Event description:
It was reported, the light source was getting scope communication error (e216) and there was water leakage out of the socket. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the customer's allegation reported in b5 could not be reproduced and no other reportable malfunctions were found. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It additionally reported that the event occurred after a diagnostic procedure. Patient was not under anesthesia at the moment. The procedure was completed using the same device and a 10 minutes delay.